Event description:
A medtronic representative reported that during a l3 fusion procedure, the percutaneous pin would not seat tightly with the reference frame. The site choose to tape the frame to the pin to proceed with the procedure. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient weight not available from the site. Device lot number, or serial number, not available from the site as it was discarded. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. Percutaneous pin was disposed of by the site and will not be returned to manufacturer for analysis. Part not returned.